Event description:
Customer reported difficulty with the cartridge not sliding correctly into the pump and snapping into place. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by instructing them to inspect and clean the pump, remove the o-ring from the pneumatic tap area, and ensure proper attachment of the cartridge. The customer declined additional troubleshooting and expressed confidence in completing the load process on their own.